Event description:
Additional information received reported that the patient "stopped wearing the device immediately, but revisited attempts each week, with no change." The patient was also reported to have experienced pain when trying to use the reported device.

Manufacturer narrative:
Additional information: b5, h6. Corrected information: b3, e3, g2. DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's reference #: (B)(4).

Event description:
It was reported that the patient claims that the device changed her bite. She is refusing to provide images of her teeth and has not confirmed the dates of device use. The patient stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).